Event description:
Event: unresolved superior type I endoleak. Event narrative: it was reported that after deployment of the superior attachment system, an angiogram demonstrated a type I endoleak that was not resolved with ballooning. The patient will be monitored by the physician.